Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex artery (lcx) lesion with 90% stenosis, heavily calcification, and moderate tortuosity. Two treatments were performed before it was observed on angiographic imaging that the oad driveshaft fractured. The length of the fractured component was approximately 6.5 millimeters. An unspecified guidewire was inserted to manipulate and engage with the viperwire. All fractured components were removed from the patient. The procedure was completed with no patient complications. The patient was in stable condition. In the physician's opinion, the calcification at the lesion was severe and tight. When the oad crown contacted the lesion, the rotation may have been interrupted, which caused the fracture. The physician believed the issue was due to contact with the lesion, rather than a product malfunction.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported complaint of driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported driveshaft fracture could not be determined. Detailed analysis of the driveshaft fracture shows evidence that the fracture occurred while spinning. This evidence along with the location of the driveshaft fracture is consistent with spinning the crown in a high stress condition such as a tight bend or pushing the crown against resistance that can lead to a fracture. This is consistent with the reported details, which stated the calcification at the lesion was severe and tight, and when the oad crown contacted the lesion, the rotation may have been interrupted. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex artery (lcx) lesion with 90% stenosis, heavily calcification, and moderate tortuosity. Two treatments were performed before it was observed on angiographic imaging that the oad driveshaft fractured. The length of the fractured component was approximately 6.5 millimeters. An unspecified guidewire was inserted to manipulate and engage with the viperwire. All fractured components were removed from the patient. The procedure was completed with no patient complications. The patient was in stable condition. In the physician's opinion, the calcification at the lesion was severe and tight. When the oad crown contacted the lesion, the rotation may have been interrupted, which caused the fracture. The physician believed the issue was due to contact with the lesion, rather than a product malfunction.